Event description:
Overdrainage. Note: no other description supplied.

Manufacturer narrative:
Visual inspection revealed a large cut through the housing in the outlet valve area and was caused by a sharp tool - possibly at the time it was removed. Pressure and reflux test results were with specification. The valve was dismantled & examined under magnification. Nothing which could result in an overdrainage situation was detected. Failure could not be verified.